Manufacturer narrative:
(B)(6). Subject device is not available.

Event description:
The procedure was a stent assisted angioplasty procedure of a vasoconstricted left vertebral artery with basilar artery connection. In spite of the increase resistance due to vasoconstriction during advancement of the stent delivery system, the physician unsuccessfully attempted to advance the stent delivery system. The stent delivery system was ultimately removed and observed to have scratches on the outer body microcatheter. The physician suspected hydrophilic coating damage and the physician alleged that the stent delivery system may have also contributed to the vasospasm. The stent delivery system was replaced with another device without clinical complications to the patient.

Manufacturer narrative:
Product available to stryker - corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the outer body catheter was compressed, pinched, and there was peeling of the outer layer of the outer body catheter. The inner body catheter was found kinked. During functional testing, friction was experienced as the outer body catheter was retracted over the inner body catheter; however, the stent was able to be deployed. No anomalies were observed to the stent. The observed bent inner body catheter is likely a result of the manipulation when attempting to access the target position. However, the cause for the deformation, pinched and compressed outer body cannot be determined as these were not initially reported. Ftir (fourier transform infrared spectroscopy) analysis was performed, and ftir results determined the peeled layer on the surface of the catheter was characterized as a mixture of a polyurethane ester (a possible component of the hydrophilic coating) together with possibly a low level of an inorganic carbonate similar to calcium carbonate (a possible component of fluids used in the procedure). Information available indicated that the device was confirmed to be in good condition prior to use, that a 6f 90 envoy guide catheter was used, and that the anatomy was tortuous. Based on the information, it appears that vasospasm occurred with the guide catheter, but was still present during angioplasty and advancement of the subject device. Because of "vascular elasticity retraction", the anatomy was distorted, likely causing more friction and difficulty in accessing the target position. The subject device was removed, and the reported hydrophilic coating peeling issue was noted. The reported and observed hydrophilic coating peeling may be a result of the tortuous anatomy and vasospasm (as it is possible the manipulation of the subject device in the guide catheter which was in the tortuous, constricted vessels, resulted in the reported and observed hydrophilic coating peeling); however, as this is not definitive, a cause cannot be determined for the reported and observed hydrophilic coating peeling. The vasospasm is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device dfu; therefore, an assignable cause of anticipated procedural complication was assigned to the reported vasospasm.

Event description:
The procedure was a stent assisted angioplasty procedure of a vasoconstricted left vertebral artery with basilar artery connection. In spite of the increase resistance due to vasoconstriction during advancement of the stent delivery system, the physician unsuccessfully attempted to advance the stent delivery system. The stent delivery system was ultimately removed and observed to have scratches on the outer body microcatheter. The physician suspected hydrophilic coating damage and the physician alleged that the stent delivery system may have also contributed to the vasospasm. The stent delivery system was replaced with another device without clinical complications to the patient.